Event description:
The tps universal driver was sent for eval because it ran on its own without activation. The event occurred during a routine maintenance visit; no adverse event was associated with the device.

Manufacturer narrative:
The customer declined to return the device. If the product becomes available and add'l info is provided a f/u report will be submitted.